Event description:
On (B)(6) 2012, the patient contacted animas and stated that on (B)(6) 2012, she experienced a blood glucose (bg) value of 475mg/dl, went to the hospital but not admitted. The patient stated the following sequence of events occurred: on (B)(6) 2012, the patient changed out the site/set; on (B)(6) 2012, the patient reportedly awoke to having a bg of 150mg/dl feeling dizzy. She stated that when she bolused for breakfast and lunch there was no change in her bg level and her bg elevated to 475mg/dl. The patient stated that she tried to treat her bgs via the pump, via insulin pen and via syringe and stated that her bg levels did not change. It was noted that the patient used u100 insulin and that it was not expired and was opened 1.5 weeks ago. The patient reportedly went to the hospital, was disconnected from the pump and was treated via intravenous (IV) drip. Her bg's reportedly went down. It was noted that the patient did not resume back on insulin pump therapy (ipt).there were no settings or programming issues noted with the pump and there were no site/set issues. It was indicated that the patient was a new pumper and just started ipt two weeks ago. It was also noted that sometimes the patient would experience bgs in the 55 to 80mg/dl range. The patient reportedly had a history of hypotension and was on new medication (losartan) to treat the hypotension for the past week. The patient reportedly wondered if she had a tooth infection. There were no unusual weight changes indicated but the patient stated that she lost 75 to 80 lbs a couple of years ago and stated that she had a lot of loose flesh around the abdominal area. The patient denied redness, irritation, lumps or leaking at the site.cs advised the patient to change out the cartridge and the set/site, to monitor the bgs and to consult with the health care provider (hcp) for other possible causes of the reported bg and for site evaluation. It was indicated that the patient is not on ipt and is being treated via intravenous insulin (IV). The patient stated that she will eventually resume back on ipt. There was no indication of a device malfunction. The cause of the reported bg event was unknown. This complaint is being reported due to the patient's hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated data was overwritten. There was no activity outside of normal use observed in the pump history. A 1hour basal delivery interruption was observed on (B)(4) 2013 as a result of an unacknowledged warning. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. During testing, the pump powered on to the ¿verify¿ screen. The pump was primed and exercised for 24 on 1 unit per hour basal program. The force sensor was found to be within calibration. The pump was opened; no moisture ingress was found on the pcb. The power circuit and the force sensor circuit were found be intact; no intermittent conditions were noted.